Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation/allergic reaction under the electrodes. The patient described the skin irritation was red and itchy breakouts. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to return the equipment, as the patient was unable to wear the lifevest due to skin irritation. The patient confirmed that the skin irritation improved upon taking off the lifevest equipment.